Event description:
It was reported that the patient presented with an acute myocardial infarction. The xience xpedition stent delivery system (sds) was advanced to the lesion, but the physician could not see the stent. The balloon was inflated, but the stent was still not seen. The packaging was checked, and it was found that the stent had dislodged in the protective sheath. There was no resistance noted during removal of the sheath. A new xience xpedition sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.